Manufacturer narrative:
The reported events of stylet could not be removed and ¿lead started to break¿ were confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for an initial implant procedure. During the procedure the physician was unable to remove the stylet from the left ventricular lead. The lead was explanted and replaced. It was noted that once the lead was on the scrub table, the stylet was still unable to be removed. The patient's condition was stable throughout the event.